Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device came back from repair and is still not working (B)(6)); the pump displays error 41789 0004 and struggles to power on. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg: 12/30/2024 h3 and h6. Codes: updated. Device evaluation: the customer reported problem of ¿pump displays error 41789 0004 and struggles to power on¿ confirmed through pump power up test. Device displayed system fault 41786 at startup indicating low internal battery charge. Replaced printed wiring assembly (pwa) board. Further investigation found buckled upstream occlusion (uso) seal and a crooked uso sensor. Replaced uso sensor and uso seal. The device passed all functional and delivery tests after the repairs were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.